Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present on the needles. The device was removed over a guide wire and a second proglide was attempted but also resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported that the lead exhibited a capture anomaly, high thresholds, and high impedance. Fracture was suspected.

Manufacturer narrative:
(B)(4). Device#2:proglide(part#12673-03,lot# 940016h) is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the posterior portion of the foot was broken off and not returned. In addition, the posterior needle tip was bent. This is indicative of the posterior needle striking the posterior portion of the foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment. Subsequently, the suture could not be retrieved during needle plunger retraction, as reported. Based on the investigation, the probable root cause for the broken posterior portion of the foot and bent posterior needle tip is forcibly deploying the needles against resistance when a needle deflection occurred. The instruction for use state under precautions: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.